Manufacturer narrative:
This is an initial report. The investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that after replacing the batteries in their freestyle flash meter the unit of measurement changed to mg/dl. The customer did not observe any error messages. The meter is exhibiting signs of the memory overwrite malfunction. The customer's meter has been requested for investigation. There was no report of death, serious injury or mistreatment.